Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test. The customer¿s blood glucose was unknown l at the time of incident. Customer stated that the insulin pump alarmed button error and followed by a failed battery test alarm after the battery has been removed and reinserted. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. No failed battery test troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to corroded act button keypad trace. Unable to verify failed battery due to keypad anomaly. J2 button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.